Event description:
Healthcare professional reported "incision and drainage, abscess, complicated or multiple [1075917217], insertion or replacement of bre". Later, healthcare professional reported "extrusion of breast implant". This is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Continued: a.4. Weight: 75.4 lbs. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "extrusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion.